Event description:
It was reported that during a mcl procedure, when inserting the biosure screw, the screw's head cracked. The procedure was completed without a delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
D3 corrected: manufacturing name, city and address. This report was inadvertently submitted under manufacturer report number ¿1643264¿, correct manufacturer report number is ¿1219602¿.

Manufacturer narrative:
H3, h6:the reported device was received for evaluation. It was determined the device contributed to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found that the proximal end of the screw is fractured. A visual inspection of the returned device found that it is not in its original packaging. The proximal end of the screw is fractured, and there is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.